Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other injuries. It was further reported that patient underwent mesh removal on (B)(6) 2012 due to mesh complications and erosion. Additionally, medical treatment is ongoing and additional removal/revision surgery is anticipated. Plaintiff will supplement if any [ppf]. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/05/2016. It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
It was reported that the patient underwent transvaginal mesh removal, urethrotomy repair, and cystoscopy on (B)(6) 2012 by (B)(6), md at (B)(6) hospital of (B)(6).